Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised that they may continue using the pump while being instructed to call back if the malfunction code recurs.